Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later pt experienced lower urinary tract dysfunction, mesh exposure and bladder neck obstruction. A transvaginal ureterolysis and excision of the mesh were performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.